Manufacturer narrative:
(B)(4). Correction implant date: stent was not implanted. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that there was not a device failure. The graftmaster (gm) stent was advanced and could not be delivered through the previously deployed gm. Death was a result of the perforation of the left main. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, could not be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, a cine was received and reviewed by an abbott vascular clinical specialist. The 3.5 x 19 mm graftmaster stent was deployed in the proximal left main (lm), but did not cover the perforation. The 3.5 x 16 mm graftmaster was advanced, but could not pass through the implanted graftmaster stent. The patient died as a result of the perforation of the left main. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death as listed in the graftmaster coronary stent graft system, instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported failure to seal. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 3.5 x 19 mm graftmaster referenced is filed under a separate medwatch report number.

Event description:
It was reported that initially, no flow was noted, in the calcified, left main artery. Subsequently, a perforation was noted which required treatment with a graftmaster stent. The 3.5 x 19 mm graftmaster stent was implanted; however, extravasation was observed and a 3.5 x 16 mm graftmaster stent was implanted. It cannot be confirmed if the second graftmaster stent sealed the perforation. At some point in the procedure the patient went into cardiac arrest with no return of spontaneous circulation. It was noted that the graftmaster stents did not cause or contribute to an adverse event. Subsequently, the patient died while in the catheterization lab. The cause of death was reported as cardiac arrest. No additional information was provided.